Event description:
It was reported the device was at the elective replacement indicator (eri) battery voltage after being implant for 26 months. It was noted that outputs were nominal, so possible early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity.